Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device using a 6f sheath after a left inferior limb angioplasty procedure. Reportedly, the device was deployed without issue; however, there was resistance upon device removal. Additionally, it was noted that the feet had not fully retracted. Vessel damage and a hematoma (less than 6cm) occurred. The prostyle suture was unable to achieve complete hemostasis as the access site wound was bigger than the 6f sheath used; therefore, manual compression was applied for 10 minutes and hemostasis was achieved. The hematoma resolved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of hematoma and vascular injury are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. Based on the information provided, a definitive cause for the reported difficult to close and difficult to remove could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.